Event description:
Received info regarding multiple cartridge alarms (cartridge alarms 25) with 1 cartridge during the load process. Customer's blood glucose level was impacted. Customer indicated she had back up insulin and stated that "she would be fine".

Manufacturer narrative:
No product returned for eval. Should new info become available, a follow up supplemental report will be submitted.